Manufacturer narrative:
A patient had been incubating but was also unable to complete treatment, as the blu-u was not functioning.

Event description:
Unable to complete treatment, the blu-u was not functioning.